Event description:
A pt presented with a history of renal disease and dialysis and an approx 8cm x 8cm incisional hernia. The initial surgery prior to hernia involved placement of a dialysis catheter. In 2005, the surgeon repaired the defect electively with permacol as a bridging device in the onlay position, and the pt was discharged on the 5th day. No known wound contamination was present and soft tissue closurewas obtained. Several days later they presented emergently. They had to be put on dialysis before the doctor could perform exploratory surgery because they were severe septic shock. Once the surgeon was able to perform surgery, the surgeon discovered a large tear in the middle of the permacol which was not extending tot he margins of the implant. The implant was intact around the periphery and was intergrating with the fascia. He commented that about a one foot long portion of the pt's bowel had penetrated through the tear in the permacol and had become incarcerated in the subcutaneous fat anterior to the implant and had become inflamed and necrotic. Pathology confirmed bowel perforation in the affected segment. There was minimal peritonitis however. The pt is now undergoing rehabilation.